Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with received with button error alarm due to corroded keypad traces. The insulin pump had moisture damage on electronics. The insulin pump received with minor scratches on display window, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported a button error. Prior to the event, the customer jumped into a pool. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading is 162 mg/dl. No further information was provided.